Manufacturer narrative:
Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. By report, the infrarenal neck was slightly angulated (38 degrees). The physician felt that there was insufficient sealing due to the angulation. Placement of another MFR's stent resolved the endoleak. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair, though the proximal neck was 38 degrees angled. The procedure consisted of placement of a mainbody and two iliac leg grafts and the final confirmatory angiography showed proximal type I endoleak. However, it was solved by add'l placement of another MFR's stent. The pt had a favorable outcome and no images will be provided to assist in this investigation.